Event description:
The laser's fiber tip broke during the procedurrefer to add'l documents ie inside the patient's bladder. The surgeon was unable to find the piece as it was very small. Original product returned to manufacturer via fed ex.